Event description:
The reporter stated that the surgeon inserted a cq2015 three piece collamer lens. The lens trailing haptic tore upon insertion into the eye. The lens was removed and another lens was inserted. No patient injury. This is the second of two lenses for the same pt. See MFR report# 2023826-2006-00957.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that one lens haptic is torn off along with part of the lens optic and were missing. Clear surgical residue, debris on the product. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.